Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer noticed a shift in elecsys ck-mb immunoassay results for qc and patient samples when putting reagent lot 222123 into use. The customer performed a patient comparison and of the data provided for 13 patient samples, only the results for two patient samples were discrepant. Patient 1 original result with an unknown lot number was 22. With reagent lot 222123, the result was 27. With reagent lot 164858, the result was 22. Patient 2 original result with an unknown lot number was 130. With reagent lot 222123, the result was 150. With reagent lot 164858, the result was 120. The unit of measure was requested but was not provided. Information concerning if any erroneous result was reported outside of the laboratory or if any patient was adversely affected was requested, but it was not provided. The customer used cobas 6000 e 601 module serial number (B)(4).

Manufacturer narrative:
A specific root cause could not be identified. Investigation of the provided calibration and qc data determined the issue was not related to a general issue of the reagent/calset combination. As the results for qc were also elevated, an issue with the customer handling or with the calibration was suspected. No similar complaints of this nature were received.

Manufacturer narrative:
Information was provided that the original result was reported outside the laboratory. The samples were repeated only for the comparison.